Manufacturer narrative:
The patient weight was not provided. Approximate age of device - 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient with history of two pump exchanges due to pump thrombosis had rising lactate dehydrogenase (ldh) and elevated pump parameters. Additional information received on (B)(6) 2018 indicated that the patient was admitted and started on heparin drip. No further information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. The patient was started on a heparin drip and the pump parameters trended downward. A correlation between the device and the report of hemolysis and suspected thrombus could not be conclusively determined. The reported transient power elevations were confirmed per the evaluation of submitted log files; however, the cause for the power elevations could not be conclusively determined. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.